Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
It was reported there was intermittent and erratic stimulation. On (B)(6) 2015 the patient had trouble charging the implantable neurostimulator (ins). The patient used the implantable neurostimulator recharger (insr) and felt only a little bit of vibration. When she used the patient programmer, she could feel the patient programmer turned the stimulation on. Earlier in the week of the report, the patient stopped feeling stimulation. She charged for hours and nothing happened. On the morning of the report, she used the patient programmer and could feel the stimulation with it, but not when she used the insr. Later, she could feel the stimulation barely, but then it ran away. During the time of the report, the patient was feeling the stimulation a little bit in her legs but she needed to adjust it. The patient thought the way she felt stimulation was related to problems with the insr. After troubleshooting with the insr, it was determined the insr was working as intended. The screen showed on (B)(6) 2015 and on (B)(6) 2015 that the ins charge sufficient screen, and it was reviewed it was a normal screen to see. It was noted the patient indicated that she did not understand the manual very well as it was very complicated to understand. She was going to go back and read it again. It was reviewed how the patient could tell when she needed to charge the ins when the patient inquired. The patient stated she was told to charge once a week. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the cause of the intermittent stimulation was that the patient didn't understand the symbols on the charger. The issue was resolved at the time of the report.